Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. Upon sensor removal on the day it was inserted, no portion of the sensor wire was on the sensor pod. The next morning, the area on the patient's upper right thigh was swollen, her leg was hurting and she had a hard time walking. She felt the wire under her skin. She saw her physician on (B)(6) 2022 who ordered a diagnostic x-ray which showed a retained wire. She was sent to a general surgeon for removal because of the wire depth. The surgeon removed the retained wire on (B)(6) 2022 and placed 3 stitches. She was given a prescription for an oral antibiotic (augmentin). After surgery she felt better and resumed normal activities. The stitches were removed 7 days later, and afterwards she felt fine and was in good condition. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem correction to the following statement in the initial MDR, "no product was provided for evaluation. The allegation and a probable cause could not be determined."

Event description:
No product or data was provided for investigation. The allegation was confirmed based on the removal of the sensor wire through surgical intervention. The probable cause cannot be determined.